Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer regarding insulin temperature. Customer performed a supply change to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.